Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and topical skin adhesive was used. The physician crushed the ampule to release the liquid and it broke into many shards. The glass shards did not penetrate the tube. The fluid also went to the back of the device instead of toward the applicator. No one (patient or staff) was injured as a result. There were no adverse patient consequences.